Event description:
The doctor placed two guide wires(an extra support & a floppy) across the lesion. The two guide wires were positioned inside a 6 french guiding catheter using the kissing procedure. A balloon catheter was placed over one of the guide wires and the interventional procedure was performed.while removing the balloon catheter, the second wire became entangled with the first.when the doctor then attempted to remove the floppy guide wire, it fractured. The fractured piece of the guide wire remained attached to the main body of the guide wire & was retrieved from the pt.the pt experienced no adverse consequence from this incident.